Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this is an international code for distribution outside of the u.s, but is being reported as it is the same as or similar to a code distributed within the u.s.

Event description:
Leakage was found from the tubing of the transfer set while connecting the cassette before starting the therapy. The set had been used for 3 days. The patient had started peritoneal dialysis recently. There was no patient injury or medical intervention.